Event description:
It was reported that the patient had seen the healthcare professional (hcp) the day prior to this report and he determined the battery was dead and was going to need to replace it as soon as possible. It was noted that in (B)(6) the patient was told that the ¿battery was fine and it was set.¿ it was noted that the doctor and nurse were ¿puzzled how it could go out so fast.¿ patient stated ¿it was very rate this would happen.¿ patient was ok in (B)(6) and had deteriorated to the point that he had fallen he thought 7 times. The patient was shaking. Patient fell on his side the day prior to this report. It was noted that this had started after being reset in (B)(6). It was noted that ¿it was a very small change because it had been set before.¿ it was further noted that the patient had had implantable neurostimulator (ins) placed for 9 months. Additional information requested but had not been received as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID: 3387s-40, lot# va04rp2, implanted: (B)(6) 2013, product type: lead. Product ID: 3387s-40, lot# va04jna, implanted: (B)(6) 2013, product type: lead. Product ID: 37642, serial# (B)(4), product type: programmer, patient. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. (B)(4).